Event description:
It has been reported that tibial insert would not catch post-lateral groove to lock in. After several attempts, 1 step larger was opened and seated with no problems. Insert was a good fit, patient was closed with no problems. There was no adverse consequence for the patient.